Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that after firing the er320, the clip doesn't hold properly and is actually changing direction. A new er320 device was used to complete the case. The procedure was prolonged 10 minutes, but pt is fine.